Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a blade broken. The blade broke at roughly 0.23¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation not reported by site: the instrument was found to have teflon pad damage on the clamp. A missing piece, measuring approximately 0.060" x 0.045", was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of the knife of the harmonic ace instrument broke. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.